Event description:
Used optifree pure moist contact solution as directed for storing soft contact lenses. The solution had a stale, moldy, mildewy smell that stuck to lenses and case. Every drop of solution stinks.